Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was not clear enough to saw the screen. Customer performed self test and it was completed. Customer stated that the insulin pump screen was shallow gray instead of white. Customer performed vibration test; however insulin pump passed with volume increase and decrease vibration was faint, not in strong tone. Customer stated that the screen was not vibrant. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device powered up properly after battery installation. No missing segments or partial display noted. Device passed the self test, sleep current measurement, active current measurement, and the displacement test. Device displayed a full white display and vibrated properly during the self test. No display or vibrate anomaly during testing. Device was received with scratched case and pillowing keypad overlay. (B)(4).